Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse from (B)(6) of peritonitis, break in aseptic technique, fever and vomiting in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapies. In 2005 or 2006, the patient began treatment with dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for capd (continuous ambulatory peritoneal dialysis). On (B)(6) 2011, (2 days prior to the event) the patient had a break in aseptic technique described as patient's sibling assisted in doing exchange for the first time. (It was the patient's first case of peritonitis after 5 years of therapy). On an unreported date, the patient developed abdominal pain, a fever of 38 degrees celsius, fibrin, vomiting, and the peritoneal effluent described as turbid. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized. On an unreported date, the patient received treatment with gentamycin 8 mg/l of peritoneal dialysis (pd) solution, loading dose, followed by 4 mg/l in pd solution thereafter. The patient also received ciprofloxacin 500 mg tid (route not reported). It was not reported if treatment had continued. As of the time of this report, the patient remained hospitalized with the event of peritonitis ongoing and unchanged. The outcome for the break in aseptic technique, fever and vomiting was not reported. It was not reported if pd therapy had continued. The nurse believed the event of peritonitis was unrelated to pd therapy, and did not provide an opinion of causality for the events of break in aseptic technique, fever and vomiting.